Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was an unspecified disconnection involving the transfer set and breach in aseptic technique. The breach was further described as touch contamination after the disconnection occurred. Peritonitis was manifested by severe abdominal pain and cloudy effluent. On the same day, the patient was hospitalized and began treatment with intraperitoneal vancomycin (one gram three times per week, duration not reported) for peritonitis. Eleven days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.